Event description:
Zakeri, a., schreiber, c., shah, v., vonende, e., granger, j., minnema, a. J., constable, m., shujaat, t., youssef, p., powers, c., jankowitz, b., nimjee, s. M. (2024). Utility of the novel guide catheter in mechanical thrombectomy for emergent large vessel occlusion stroke. Interventional neuroradiology: journal of peritherapeutic neuroradiology, surgical procedures and related neurosciences, 30(3), 336¿341. Https://doi.org/10.1177/15910199221084483. Medtronic review of the literature article found an initial review across multiple institutions regarding use of a specific non-medtronic large distal platform (ldp) guide catheter used during mechanical thrombectomy for emergent large vessel occlusion (elvo) in 107 patients. It was noted that marksman 27 microcatheters were used in the procedures as well and some cases also utilized react-68 aspiration catheters. Regarding these medtronic devices, no device malfunctions or direct complications were reported. The following event were noted in table 3 in the article but not included in the article's report of complications. 8 patients experienced symptomatic intracranial hemorrhage. The article reported post-operative tici 2b or better was considered successful but tici / 2b was noted in 10 patients. Complications specifically mentioned in the article included: one patient developed a small non-flow limiting dissection in the distal ica by the distal aspiration catheter during m1 thrombectomy and did not require any further intervention. It was noted that two cases were reported of non-medtronic catheter tip break during the procedures, the cause of the non-medtronic catheter break was unknown in both cases. In one case the broken segment was successfully retrieved with a snare and the broken tip was not retrieved in the other case. Neither case was associated with a medtronic device issue but are included in summary due to potential use of medtronic devices in the same procedure. No other intervention or additional patient complications were noted associated with these events.

Manufacturer narrative:
A2. Reported patient age is the mean age for all patients included in the study group. A3a. Reported patient sex is representative of the majority of the patients included in the study group. B3. Reported event date is the date of earliest electronic publication of the literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.